Event description:
According to the reporter, during a laparoscopic colectomy, after stapling the tissue until the end, the jaws did not open and nothing would work. The surgeon used a manual adapter tool to release the reload from the tissue. The handle became stiff; even when it was placed back in the battery charger, the screen displayed highest force zone and did not turn off. When it was forced shut down by long pressing the green button, it restarted. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: unknown egia su - unknown endo gia sulu, lot# unknown unk-egiaadapter - unknown egia adapter, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle. During the investigation a secondary condition of fatal error caused by software restrictions was detected. This condition has a potential for patient harm. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. It was reported that the instrument locked on the tissue, the screen displayed highest force zone and did not turn off, and the instrument did not work. The reported issues were confirmed. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colectomy, after stapling the tissue until the end, the jaws did not open and nothing would work. The surgeon used a manual adapter tool to release the reload from the tissue. The handle did not respond at all; even when it was placed back in the battery charger, the screen displayed highest force zone and did not turn off. When it was forced shut down by long pressing the green button, it restarted. There was no patient injury.

Manufacturer narrative:
Additional information: d9 (return date), h6 (img code). D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.